Event description:
The co2 and uterine cavity checks were performed twice without any alert to perforation and indicated the cavity was intact. Never any signal from the device or alerts that there could have been a problem.